Event description:
Pt reported receiving a blood glucose result of 243 mg/dl, while using the suspect device. Based on this result, pt injected 15u of insulin. Pt stated that they began to experience symptoms of hypoglycemia. Pt crawled to the bathroom, where they lost consciousness. Pt stated that they woke up the following morning, having received no treatment for low blood glucose. Controls were run on the system, following the hypoglycemic event, and tested within the acceptable range. A request was made for the return of the suspect device and replacement product was shipped.